Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) and the monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was analyzed but the reported failure could not be reproduced and the reported failure was replicated with other part (monitor sn#(B)(6). The pca tech was unable to replicate the reported problem by installing the unit into pca system. Ran 10 minutes sine cycle, 20 power cycle and sitting idle for 3 days without any errors. There was good video on both eye with no anomalies. This unit is the first time return. Final system test before re-stocking. The unit displayed good condition. The monitor was analyzed and the reported failure was replicated. The monitor was installed and tested in the pca test system. Started up and failed without video on the display. The labelled sticker was scratched off. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report right eye on console was out. It was a dual console system; the other system had both eyes with a good image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The issue with no image in right eye was noted when surgeon started with the procedure. The site could not use one console and completed the procedure robotically with second console. No patient injury or adverse consequences. Patient demographic information was not available.